Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2016-00283 & 3010536692-2016-00284.

Event description:
Full revision of evolution left side. Implants not available for return. Dr. Notes state mal position as reason for revision.